Manufacturer narrative:
The sample was returned and evaluated. One used sample was received with no packaging. The bushing is detached from the cone adapter. The bushing was examined under magnification. There is virtually no adhesive residue seen on the outside of the bushing. The components were viewed under uv light. There is no visible evidence of the application of adhesive with optical brightener on the bushing. There is inconsistent coverage of adhesive seen inside the cone adapter. The root cause has not been determined; therefore, the investigation is ongoing. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Manufacturer narrative:
UDI: (B)(4). The actual complaint product is available but has not been returned for evaluation yet. The device history record for the lot number, m6069t503, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury. Sample not returned yet.

Event description:
It was reported that a catheter separated from the hub when the nurse was pulling the catheter out of the airway. The catheter became lodged in the patient's airway and was removed manually. No additional information provided.